Event description:
Procedure: lobectomy. According to the reporter: on second firing, the instrument cut tissue but not staple. Tissue was resected with another device to recover. Oozing bleeding was reported as under 200 cc.